Manufacturer narrative:
The pump was received with a compromised force sensor system error alarm during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to perform the occlusion test due to the compromised force sensor system error alarm. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. No moisture damage was found inside the reservoir compartment, electronic assembly or motor. The pump had a missing end cap sticker, a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin was squirting out during manual prime. Device was unable to exit the preparing to prime loop. Customer's blood glucose was 326 mg/dl. There was a compromised force sensor system alarm in history. Drive support cap was sticking out. During troubleshooting, customer mentioned she had to call 911 due to high blood glucose. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.